Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, the is1 pin of right ventricular (rv) lead was not possible to connect and fixate using the wrench kit. It seemed that the screw did not move in and out. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.